Event description:
Per the physician, the patient underwent revision surgery to remove an infection from the site of the implant. During surgery, the physician observed the ball electrode was disconnected from the receiver stimulator however; choose to leave the implanted device in place as patient is still performing. The physician indicates the electrode was disconnected during a previous surgery.